Event description:
Information was received from a patient (pt) regarding an external device. Pt stated they received controller from manufacturer, but it doesn't have a battery in it. Pt line kept cutting out and pt disconnected line. Pt called back stating they put the old battery in the replacement controller, but the controller doesn't work at all. Agent attempted to troubleshoot and collect sn number, but lost pt again. Agent attempted to call pt back twice but kept getting voicemail. Pt called back and mentioned something about not getting a battery. Pt was transferred over by another agent. Agent asked pt for name and phone number and pt disconnected call.

Manufacturer narrative:
Continuation of d10: concomitant product ID 97745, serial# unknown, product type programmer patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.